Event description:
According to the patient's spouse, the graft was implanted in 1998. The implant physician told spouse and patient, after the surgery, that the graft would last for ten years, but it did not and patient died in 2001. Note: no further information was attainable from the patient's spouse.